Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing resulting in non-sustained ventricular tachycardia episodes. The patient did not receive inappropriate therapy. Programming changes were discussed, no intervention has been performed. The patient was asymptomatic to the event.